Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 31 mg/dl, 147 mg/dl, 159 mg/dl, and 145 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).